Event description:
User reported the 3100a "stopped" during patient treatment. The user replaced the whole patient circuit assembly and placed the patient back on the 3100a. The patient was hand bagged during troubleshooting the 3100a. There was no patient compromise.